Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, multiple cubies failed. Customer tried to recover but issue remains the same. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) worked pharmacist and was able to resolve the failed cubie pocket and recover the affected pockets, the customer opened and closed the pockets several times to confirm proper operation. The system functioned as intended after the field service engineer (fse) troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, multiple cubies failed. Customer tried to recover but issue remains the same. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.